Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificate was reviewed and confirmed that the product is sterilised within the specification range. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 12-115109. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Devices remain implanted.

Event description:
A clinical study reported the patient received a right hip arthroplasty, and experienced a stitch abscess shortly after the procedure. Medical intervention was required.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Concomitant medical products: medical product: g7 osseoti multihole 52mm e, catalog #: 110010264, lot #: 6506718, medical product: tprlc 133 t1 pps ho 17x154mm, catalog #: 51-104170, lot #: 6541698, medical product: unknown liner, catalog #: unknown , lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient received a right hip arthroplasty and experienced stitch abscess in which, medical intervention was required.